Event description:
Event description guidant received information that the patient with this pacemaker reported to the clinic with a paced rate of 140ppm. This was the maximum programmed rate for the rate-response feature for this patient. The feature was then programmed off and the proper pacing rate returned. The device is part of the corrective action communication of july 2005. The device was successfully explanted and replaced. It has been returned for analysis.